Manufacturer narrative:
The reported field event of discomfort at the implant site was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in clinic with complaints of discomfort at the implant site. The implantable cardiac monitor was removed. The patient was stable.